Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. The customer's blood glucose level during time of admission was 670 mg/dl. The customer states the insulin pump was not the problem and they had an infection and it caused her to have diabetic ketoacidosis. The customer was also hospitalized on (B)(6) 2017 due to a high blood glucose level of 778 mg/dl. The customer had a blood glucose level of 449 mg/dl. The customer's blood glucose was going low and she had treated with intravenous therapy. The customer also had a battery failure alert on her insulin pump. The sensor signal was also not found. The device will not be returned for analysis.